Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer alleged the issue was caused by user error and used the same supplies in order to successfully fill the cartridge. There was no reported adverse impact to the customer's blood glucose level.